Event description:
It was reported that one year after primary surgery, revision surgery had to be performed due to dislocation. The journey ii bcs constrained articular insert sz 1-2 left 15mm was exchanged. Dr. Stated that the devices were not defective.